Event description:
Information provided states a patient had 3-level m6-c surgery in 2014. A complete destruction of the implants was determined during radiological check-ups and had to and could be at least partially removed.

Manufacturer narrative:
The build lhr for fg 0031-14 1944 acf744 were examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications.